Manufacturer narrative:
Additional narrative: the complaint states that a left knee revision was performed on a bilateral patient. The doi was (B)(6) 2011 and dor was (B)(6) 2014. Reason for revision was due to synovitis and pain. No medical records or return of parts were returned to confirm this. Notification was received stating that no further information is available. A review of manufacturing records could not be conducted as no lot numbers were received. A complaints database search could only be conducted on product number 129404050 which did not identify any anomalies. A complaints search could not be conducted on the other products as no product numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: left knee revision of bilateral patient. Original surgery was performed on (B)(6) 2011 . Patient's left knee was revised on (B)(6) 2014 reason for revision: synovitis and pain. Surgeon did not make any comments to indicate that reason for revision was due to fault or failure of our prosthesis. (B)(6) 2014 - added product codes and lot numbers not clear which products are for left knee.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.